Manufacturer narrative:
The field service engineer (fse) observed the white blood cell (wbc) bath was not fully drained in to the hemoglobin cuvette. The fse removed and cleaned choke ck-4 and replaced the pinch tubing at pinch valve, vl-12d. The fse cycled the samples and noted the wbc bath was properly draining in to the hemoglobin cuvette. The fse performed hemoglobin lamp adjustment and patient reproducibility and noted hemoglobin precision was excellent. No further issues were noted. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the likely cause of the event is attributed to choke ck-4 and the pinch tubing. Beckman coulter continues to track and trend any incident related to this issue. (B)(4).

Event description:
The customer reported erroneous hemoglobin (hgb), mean corpuscular hemoglobin (mch), and mean corpuscular hemoglobin concentration (mchc) results, for five patients, involving the coulter® lh 750 hematology analyzer. This report is two of two referencing the patients without treatment. The customer indicated the erroneous results were not released out of the laboratory. Patient care was not impacted. The customer reanalyzed the patients' samples on an alternate methodology and obtained correct results. The patients' samples were collected in 3 ml becton dickinson (bd) ethylenediaminetetraacetic acid (edta) tubes and analyzed in automatic mode. The samples were less than one hour old, following collection. In conjunction with the erroneous results, the customer noted 5c hemoglobin quality control was low on all three levels. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.